Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recs0590 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion on (B)(6) 2018 the catheter appeared to stick and would not move forward. It was stated placer attempted to withdraw without success, patient given gtn and left to rest for a few hours. PICC removed, knot noted on PICC.